Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer reported that their adc device would not turn on with the button pressed or with the test strips inserted. The customer was treated with insulin by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history record (DHR) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(4)has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button press, strip or usb cable insertion. The reader was connected to pc using approved software, however, was not recognized. Visually inspected the usb/charging cable and cable was observed to be damaged due to use related issue. The reader was de-cased and visual inspection was performed on the returned reader. Observed usb port lifted off the solder pads. The reader was placed into reader test fixture. Issue is not confirmed to use due to poor connection to the pcba (printed circuit board assembly) by damage usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer reported that their adc device would not turn on with the button pressed or with the test strips inserted. The customer was treated with insulin by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.